Event description:
Cracked or broken adapter bracket.

Manufacturer narrative:
The lab eval confirmed a broken adapter brecket. Ross standard procedure includes attempting to obtain all required info from the source.